Event description:
The technician found the right head brake was not holding during a between patient inspection. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The technician found the braking mechanism on the brake caster was worn out due to normal wear and tear. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.